Event description:
During a customer experience survey, it was reported that a patient experienced an infection with peritoneal dialysis (pd). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: it is unknown if this patient was using fresenius products when the unspecified infection occurred. Additionally, there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information about the unspecified infection was obtained despite due diligence attempt. Upon review of the information currently available, the completion of a clinical investigation is not warranted at this time as there is no objective evidence the infection was associated with fresenius product. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.